Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump failed the 40 psi test. The platen door was visibly bent. The pump appears to have sustained impact damage. The curlin pump does contain a warning label that states "warning: impact may cause damage. If dropped, pump must be checked for accuracy prior to use."

Event description:
The initial reporter returned the pump to mmdg for a failed recertification. They stated that the pump would not pass the 40 psi test. The initial reporter did state that this occurred during testing and there was no patient involved. (B)(4).